Event description:
Healthcare professional reported left side "rupture" of a saline device and abnormal peripheral contour which could reflect implant rupture or capsular contracture, baker grade unknown confirmed via mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation); capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h6.

Event description:
Healthcare professional later reported the patient did not have left side deflation or capsular contracture. Device has been explanted and replaced.